Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0ejky, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was experiencing a return of symptoms. The patient had difficulty with "this" and had been too busy to call. When asked to explain what was not working, the programmer or the implantable neurostimulator (ins), the patient stated she doesn't know which one does not work. The patient called her representative and left a message around christmas time, but never heard back from him. The patient called then about 2 weeks ago, and the representative called her back stating he was not working in that area any longer. The patient had not heard back and she needed help. The patient got busy, she was in 2 car accidents, her husband had a stroke and things just got crazy. The patient's doctor had left so he was not the managing physician but she can still go to the same clinic. The patient just did not have a doctor's name. The patient was in her car and did not have the programmer with her to troubleshoot if the issue she was having is the programmer. The patient stated she will get batteries and make sure the programmer is working and she will call back for help. The patient had noticed a return of symptoms about 6 months ago. This was also the last time she remembered being able to feel stim, about the same time frame. The patient had no falls or trauma. The patient had 2 implants and 2 programmers. The patient stated neither programmer was working and she was not able to feel the stim in either ins. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.